Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins).the patient reported they wanted their ins to be "recalibrated". The patient stated they cannot charge the ins since a couple of days ago. Patient stated that the last time he charged the ins was probably a month ago . The patient asked for a manufacturer representative (rep) to come to his house to get the ins "going again". Additional information was received. It was reported that the patient hasn't been able to get the it working/charged. A certain piece has broken and has already been replaced three times. The patient has had strokes, and that nobody can help. The patient also noted that they have had new pain, and recently could not have an MRI because they could not get the device to charge. Additional information was received from the patient (pt) and it was reported that he can't seem to get the charger to charge the ins and that the ins needs to be "recalibrated"; pt confirmed that he's having difficulty recharging the ins and that he is looking to have the ins reprogrammed. It was asked if the ins reprogramming would be for regular optimization of the therapy; pt stated that he had knee replacement surgery and that there was one piece that kept breaking so the manufacturer kept sending him a replacement for it and that now after sending the replacement to him, the ins won't recharge. Pt then confirmed that he wasn't using the ins at the time around his knee replacement surgery. Pt stated that it's been four or five months since the ins was last charged successfully, however pt then stated that he tried to charge the ins but the ins wouldn't charge so he gave up on it and had his knee replaced. Pt mentioned that he also received a letter with a reference number. It was reviewed possible ins overdischarge and redirected pt to their healthcare provider (hcp). Pt stated that he already tried to contact the hcp regarding this matter. The healthcare provider reported that the patient told a nurse the system had not worked in a while and the patient hadn't used the system for a while. Additional information was received from the patient. It was reported that the patient needed the patient programmer replacement because they needed to get the ins into MRI mode so they could get an MRI and then have the ins explanted. Patient said they wanted the ins explanted because it hadn't worked for a couple of years and it had been a "nightmare" getting help since the beginning. The role of the lost device replacement company, role of the manufacturer representative (rep) and possible overdischarge were reviewed with the patient. The patient said they have a new pain management hcp. An email was sent to reps in the patient's area and the patient was warm transferred to the lost device replacement company.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they were trying to get their ins removed as it was not working. The patient mentioned they had tried to get it charged once and it didn't work. The patient wants a manufacturer representative (rep) to meet with them at their pain doctor's office for assistance with MRI and ins removal. An email was sent to reps regarding the situation and the patient was redirected to their healthcare provider. A rep responded that they would reach out to the patient.